Event description:
It was reported that the pull ring cap disconnected from the transfer set before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.